Event description:
Information received with return of the explanted device notes that during a follow-up, the device exhibited eri characteristics with a measured battery voltage of 2.75v and a "test rate" of 86.3 ppm. Subsequent measured data readings were 2.49v, <1ua, with dashes (---) for battery impedance and 2.52v, <1ua, again with dashes (---) for impedance. There were no consequences to the patient.